Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The 12 mm x 3.00 mm nc quantum apex mr balloon catheter was used for post dilatation after the deployment of the liberte bms stent. The balloon ruptured at 12 atm. The procedure was completed with another same device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).